Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was checked at the hospital and it was noted that left ventricular (lv) loss of capture was seen as well as out of range pacing impedances measurements. The device was programmed to right ventricular pacing only. An lv lead revision is scheduled. No adverse patient effects were reported. Additional information noted that a revision took place and a fluoroscopy confirmed that the lv lead was fractured near the device. The lead was surgically abandoned and a new lead was implanted. The rest of the system remains implanted. No additional adverse patient effects were reported.